Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v814474, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# v855467, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID 3389s-40, lot# va05k2v, implanted: (B)(6) 2013, product type: lead. Product ID 3389s-40, lot# va05216, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported that when they were first implanted, they had problems with deep brain stimulation (dbs) therapy affecting their speech. The therapy made the patient sound "like they were drunk." The patient's health care provider (hcp) at the time did not address the issue so they started to see a new hcp. The patient's leads ended up being replaced and their speech was much better. The patient was able to tell when therapy was on because they could feel a little tingling in their lip like when their lip was numb and starting to come out of the numbness. Even though the patient's speech was better, there was still some "weirdness" to their speech. When therapy was turned on, it was hard for the patient to write. The patient's hand did not tremor, but for some reason their hand writing was sloppier. When therapy was off, the patient was able to write better. The patient's hands were very stead and dbs therapy allowed them to keep their job. The patient was receiving more than 50 percent therapeutic effect and therapy had changed their life. The patient's indication for use is essential tremor and movement disorders.